Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 288mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The customer changed the battery and the device kept resetting itself. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.